Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had no power and screen went black, along with it fan was not running. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited no power. A field service engineer (fse) replaced the power module, but the issue remained unresolved. Fse then unplugged the communication sled from power module and the station powered up. Fse then unplugged all the peripherals and drawers and identified that the issue was with drawer 4. Fse unplugged the retractor band, then the station powered on one time before the printed circuit board shorted out and identified that the issue was with controller board. Fse replaced the module controller board, retractor band, open or close sensor and drawer controller to resolve the issue. Fse stated that a pack of medicine stuck inside all of the components with burn marks indicating it was touching the components and shorted parts out. The system functioned as intended after the field service engineer had repaired the device.